Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Article entitled "stress shielding in total knee replacements: comparative analysis between titanium and all-polyethylene bases at 10 years follow-up" written by german garabano, joaquín rodriguez, leonel perez alamino, cesar angel pesciallo, hern´ an del sel, and fernando lopreite published by the journal of orthopaedics on september 16, 2022 was reviewed. The purpose of this study was to comparatively assess the incidence of bone resorption in patients undergoing tkr using titanium and polyethylene-only tibial trays and secondarily to investigate its relationship with mechanical loosening after 10 years of follow-up. 166 knees were involved in the study. 86 knees were implanted with using titanium (pfc sigma fixed bearing) and 80 knees were implanted with polyethylene only tibial trays (pfc sigma all poly). There was no mention of patella resurfacing or cement manufacturer. Adverse events: 3 cases of bone reabsorption progression within the titanium group. No mention of intervention. 2 cases of osteolysis under medial tibial plateau within the titanium group. No mention of intervention. 2 cases of revision in the titanium group for infection at 33 months and 45 months. Both were treated with two stage revision and systemic antibiotic therapy.

Manufacturer narrative:
Product complaint # (B)(4).: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.